Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission, that non-sustained rv oversensing was observed on the right ventricular channel. It was determined that the event was myopotential noise and programming changes were made. No further information was provided.